Event description:
It was reported that the pump¿s insulin cartridge was found cracked and leaking after the user disconnected the pump for athletic activity and attempted to reconnect it. Investigation included technical support troubleshooting. Investigation of this case revealed user handling associated with device disconnection as a probable contributor and confirmed evidence of a cracked, leaking cartridge. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention patient injury associated with the event. It was concluded that the event was attributable to a component breakage of the cartridge with user-related handling factors, and the user was advised to replace supplies and continue use.